Event description:
An outside law firm submitted a complaint that alleges: "a patient who developed shock liver following surgery experienced pump malfunctions on two consecutive days. The first event was an inappropriate air-in-line alarm that interrupted the patient's norepinephrine infusion, causing the patient to suffer a cardiac arrest. The second event was an air-in- line alarm that led to hypotension. The patient ultimately died." A review of b. Braun's complaint system found a similar case, previously reported in MFR report # 9610825-2024-00894 ; however, because there are slight differences in the description, a new case is being initiated out of an abundance of caution.